Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose is 126 mg/dl. The customer did experience the symptoms such as nausea, headache, vomiting. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer was treated with insulin drip in the hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer assisted with high pressure teat and result was no delivery. The insulin pump will not be returned for analysis.